Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Dianeal therapy was ongoing. Patient outcome was not reported. No additional information is available.